Event description:
The pt was revised because of osteolysis and loosening of the tibia and patella.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported event. It was noted the products were implanted for approximately 15 yrs implantation prior to revision. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.